Event description:
Litigation papers allege:on or about (B)(6), 2006, patient was implanted with a depuy pinnacle hip implant on her right side. Patient experienced severe pain, discomfort, and stiffness. There is no mention of revision surgery.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Update ad 03 may 2018: (B)(4) has been re-opened to (B)(4) due to receipt of ppf and implant record. There is no new allegation. Updated legal mfg.